Event description:
The reported complaint was the hand piece could activate without depressing the trigger. Testing of the device showed it to be working as intended. The reported problem was not able to be replicated. This is the 1st device of 3 from the reported complaint.